Manufacturer narrative:
The pump powered up properly after battery installation. No missing segments/partial display or hard to read/fuzzy characters noted. The pump passed the self test and displacement test. The pump was monitored for a day and no hard to read or additional display anomalies occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had missing segments. Customer blood glucose reading 112 mg/dl. Customer stated the insulin might have physical damage. Insulin pump will be returning for analysis.